Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer representative reported that the patient had not used stimulation in years and the patient recently felt stimulation suddenly turn on. It was reviewed that the patient's ins had a reed switch that cannot be disabled. Additional information received from the manufacturer representative reported that the manufacturer representative met with the patient on (B)(6) 2016 to evaluate the device. It was determined that the ins was off and at zero volts; it was thought that whatever the patient had felt had nothing to do with the device. No outcome or further troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included other chronic/intract pain (trunk/limbs).